Event description:
According to the reporter: occurred during a laparoscopic nissen procedure. The needle disengaged from the device. No device fragment fell into the patient's cavity. The device was difficult to load and difficult to unload. In order to resolve the issue and complete the case, another suturing device was opened and used. The needle reload was not able to be successfully used using the second handle. There was no patient harm. The patient status is alive, no injury.